Event description:
Rptr pulled on guide wire to verify that it would come out after placement. It buckled the catheter. She pulled again and it came out several cm but she was unable to advance it back through catheter, without it kinking. It was not used on a pt. Another product was used instead.